Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted on (B)(6) 2012 during a ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, the indication for the stent placement was to treat a biliary stricture. During the procedure, the stent was difficult to deploy. Once the stent was deployed, it was noted that the wires at end of the stent (end that comes out of the bile duct) had unraveled/loosened from the stent body but nothing detached (wires remained attached to the stent). The stent remains implanted inside the patient. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed from the device. The stent was not returned for analysis. No issues were noted with the profile of the device. During analysis no issue was noted in movement of the outer sheath along the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The complaint indicated that the stent has been implanted; however, the delivery system has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted on (B)(6) 2012, during a ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, the indication for the stent placement was to treat a biliary stricture. During the procedure, the stent was difficult to deploy. Once the stent was deployed, it was noted that the wires at end of the stent (end that comes out of the bile duct) had unraveled/loosened from the stent body but nothing detached (wires remained attached to the stent). The stent remains implanted inside the patient. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.